Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product "compliant": (B)(4). This spontaneous case, reported by a registered nurse who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient of (B)(6) nationality. Medical histories were not provided and concomitant medications were none. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) via cartridge with via reusable pen (humapen luxura, burgundy color), twice daily (morning: 16, night:16) subcutaneously, for the treatment of diabetes mellitus, started therapy on an unknown date. On an unknown date in (B)(6) 2018, after starting insulin lispro protamine suspension 75%/insulin lispro 25% he was hospitalized to regular the blood glucose and switched to use insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) via cartridge with via reusable pen (humapen luxura, burgundy color), twice daily (morning: 16, night:16) subcutaneously, for the treatment of diabetes mellitus. On the evening of (B)(6) 2019 and morning of (B)(6) 2019, while on therapy with lispro protamine suspension 50%/insulin lispro 50% he did not injection lispro protamine suspension 50%/insulin lispro 50% due to the malfunction of humapen luxura (pc number, unknown lot number, 1010b01). Outcome of the events was unknown. Information regarding corrective treatments was not provided. Treatment with insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The user of the humapen luxura was unknown and his/her training status was not provided. The humapen luxura general duration of use and the suspect humapen luxura device durations of use were not reported. The action taken with the suspect humapen luxura was not provided and its return was not expected. The reporting consumer did not know about the relatedness for the events with insulin lispro protamine suspension 75%/insulin lispro 25% therapy and insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide relatedness with humapen luxura. Edit (B)(6) 2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 46-years old male patient of han nationality. Medical histories were not provided and concomitant medications were none. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25) via cartridge with via a reusable humapen luxura, (burgundy color) pen, twice daily (morning: 16, night:16) subcutaneously, for the treatment of diabetes mellitus, started therapy on an unknown date. On an unknown date in (B)(6) 2018, after starting insulin lispro protamine suspension 75%/insulin lispro 25% he was hospitalized to regulate the blood glucose and switched to use insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog mix 50) via cartridge with via reusable humapen luxura (burgundy color) pen, twice daily (morning: 16, night:16) subcutaneously, for the treatment of diabetes mellitus. Humapen luxura was purchased in 2015 (unknown batch) and was used from that time. Start date of humapen was not provided. On the evening of (B)(6) 2019 and morning of (B)(6) 2019, while on therapy with lispro protamine suspension 50%/insulin lispro 50%, he did not inject lispro protamine suspension 50%/insulin lispro 50% due to the malfunction further explained that the injection screw did not move (pc number (B)(4)lot number, 1010b01). It was noted that the needle was not single used. Outcome of the events was unknown. Information regarding corrective treatments was not provided. Treatment with insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The user of the humapen luxura was unknown and his/her training status was not provided. The humapen luxura general duration of use was not provided. The suspect humapen luxura device duration of use used for approximately three years. The suspect device, which was manufactured in oct2010, was not returned to the manufacturer. The reporting consumer did not know about the relatedness for the events with insulin lispro protamine suspension 75%/insulin lispro 25% therapy and insulin lispro protamine suspension 50%/insulin lispro 50% therapy and did not provide relatedness with humapen luxura. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-feb-2019: upon review of the case leading line of narrative was updated with reporter type. No medically significant changes were performed in the case. Update 06-feb-2019: additional information was received from initial reporter and other reporter regarding product complaint on humapen luxura. Added other consumer as an additional reporter. Updated narrative with start date of humapen and pc number. No further changes were made to the case. Update 13feb2019: additional information received on 08feb2019 and 12feb2019 from the global product complaint database which were processed together. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with 1010b01 lot of humapen luxura (burgundy) device. Upon internal review updated device age field from unknown to approximately 3 years and updated the start date of the ddo from nov2018 to 03jan2019. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13feb2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that the injection screw of his humapen luxura device would not move and he did not inject his insulin. The patient experienced abnormal blood glucose. The device was not returned for investigation (batch 1010b01, manufactured october 2010). Follow up with the diabetes educator found that the device functioned normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. The core instructions for use also state to use a new needle for each injection. There is evidence of improper use. The patient reuses needles. Needle reuse may be relevant to the complaint of injection screw not moving and the event of abnormal blood glucose levels.